Event description:
It was reported that the customer had motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient was informed that he is "oww" and that was it, was going to ask him some other information and he said he would call back. The patient was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.